Manufacturer narrative:
(B)(4). The explanted products were evaluated and measured and found to meet design specifications. Review of the DHR notes no non-conformance reports were generated for the inspected samples. Product dimensions and materials used in production are noted to be within specified parameters. Investigation of similar occurrences determined the failure mode to most frequently be associated with excessive screw angulation or interbody subsidence resulting in screw angulation post-operatively. The patient's activity level and adherence to post-operative care instructions is not known. The root cause of the issue remains unk.

Event description:
Approximately two months after placement of an anterior cervical plat at the c4-c7 spine levels, one of the intermediate left screws was noted to have backed out of the implant plate by a few millimeters. The surgeon elected to revise the construct on (B)(6) 2013, at which point he removed the acp and all bone screws and re-plated. The patient is reported to be doing well post-revision with no permanent impairment or injury.